Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high threshold and high lead impedance. It was further noted that the patient was lost to follow-up since 2012. There were no other electrical anomalies and isometrics were negative for noise. The lead was capped and replaced on (B)(6) 2017. During the lead revision procedure, the implantable cardioverter defibrillator was explanted and replaced prophylactically due to battery advisory. There was no allegation of premature battery depletion. The patient was stable after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).